Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with chest pain, tightness and difficulty breathing. Ultrasound showed fluid in the pericardium suggesting a lead perforation. The lead was re-positioned on (B)(6) 2020. The patient was recovering post procedure.